Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular defibrillation coil was undefined. Defibrillation active can rise from an approximate baseline of 50 ohms to undefined impedance on (B)(6) 2013 and greater than 150 ohms thereafter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sensing integrity counter (sic). Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was undefined. Svc defibrillation impedances rise from an approximate baseline of 50 ohms to undefined impedance on (B)(6) 2013 and greater than 150 ohms thereafter. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Of the 9302 lifetime ventricular sic, 1923 occurred since (B)(6) 2013.

Event description:
It was reported that there was an impedance spike on the right ventricular (rv) coil, superior vena cava (svc) coil and rv pacing lead. There was also oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 5568-53 implantable pacing lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.